Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to it having suffered a fracture. The lead was found to be having impedance measurements out of range and presented a lack of capture. The lead was tested with a psa and the issues were traced to the lead. A new device was implanted. No additional patient effects were reported.